Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that irrigation did not flow. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The customer did not retain the product lot information for this infiniti procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The wet fluidics management system (fms) was tested on a calibrated console and failed in calibration and ejected the cassette. System message 160 - fms calibration failed, was generated during calibration failure. The cassette was then broke open and the issue was confirmed, there were two metal diaphragms installed in the fms. Based on analysis and results of the investigation, the evidence suggests this event occurred during setup of the console as priming failure renders the cassette inoperable. The customer's reported event can be attributed to the fms containing two metal diaphragms instead of one which would not allow the console to complete the priming sequence. After the investigation of this complaint, it has been determined that no action will be taken at this time. The manufacturing process has established quality controls in order to mitigate occurrence of this issue. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).